Manufacturer narrative:
Correction d4: expiration date added. Correction h4: device mfg date added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an affinity nt oxygenator, it was reported that this device had a gas transfer issue, and had a low partial pressure of oxygen (po2). The pao2 goes from 156 to 107 to 85 and then up to 246 after the second oxygenator was added to the perfusion circuit. The device was not damaged, and no clotting/thrombus/fibrin was not observed in the circuit. Patient was on cardiopulmonary bypass for 30 minutes when the issue occurred. The customer added a second oxygenator to the circuit to increase the pao2 from 85 to 246. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the second oxygenator performed perfectly.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results as reported below: 327 ml/min 02 xferc. 213 ml/min co2 xferc .109 mm/hg delta pblood reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.